Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01142. This report is being submitted as additional information. Approximate age of device- 25 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined through this evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient suffered a hemorrhagic stroke and was admitted to the hospital. The patient is being was kept in the intensive care unit (ICU) under observation and was not exhibiting any neurological deficits. No additional information was provided.